Event description:
Lumbar fusion surgery w/medtronic l4-5 and l5-s1 peek implant. Within a few weeks, pt began to have acute left-sided lumbar radiculopathy and admitted to hospital for exploration, (radiologically w/myelography and CT that did not demonstrate any obvious abnormalities). Approximately two weeks later, resulting in removal of loose bilateral medtronic peek rod cd horizon spinal system and replaced with titanium screws and titanium rods.